Event description:
To a heavily calcified cto lesion at lad #6, confianza pro guidewire was advanced with an unclarified catheter. After advancing through the lesion to the distal side of the lesion, the guidewire manipulation became unable. Upon removal, guidewire breakage occurred. Separated portion was decided to keep left in the anatomy.

Manufacturer narrative:
Tip approximately 15mm of the coil of guidewire was separated, but the core wire was entire to the tip end, though slight bent was observed at 3mm and 12mm from tip end. Lot history review revealed no anomaly and no other incident report for this lot product. It is inferred that the guidewire was caught by the lesion, where pullback manipulation was applied with a force exceeding the product's design limit, so that the soldering was broken. Coil was elongated and broken off at the middle soldering. Warning section of IFU describes: "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel."